Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left- mentor siltex contour, moderate profile 300/400cc saline breast implant, serial number (B)(4), catalog number 3542913. Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor siltex contour, moderate profile 300/400cc saline breast implants which the right side deflated after implantation. As a result, patient had the device replaced with mentor saline device. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware of an error submitted in the initial report. The device has not been replaced and remains implanted. As a result, the method code has been updated, and b2 required intervention should not be checked. Manufacturer's reference number: (B)(4).